Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Cause of bg was unknown. Customer drank pepsi to address low bg. Additionally, it was reported that the customer experienced an elevated bg of "high"; specific value not provided. Cause of elevated bg was unknown. Customer administered a manual injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.